Event description:
New information received notes that the issue was discovered during follow-up in clinic.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead was capped and replaced due to high capture threshold. Patient's condition was stable before, during and after the procedure.